Event description:
On 01/05/1999 following a stent procedure an angio-seal device was placed in a patient's right groin. The patient was participating the clinical trial for the 6 french angio-seal study; however, the physician experienced difficulty in inserting the 6 french device and elected to remove the device and insert an 8 french device, which progressed without difficulty and hemostasis was achieved. Just as post placement tension spring was removed the right pedal pulses were noted to be absent and the foot cool. A doppler was performed showing a occlusion of the common femoral artery. The patient underwent surgery, where it was noted that the angio-seal was in excellent position and the collagen sandwich was outside of the vessel. An intimal dissection was also noted both proximal and distal to the puncture site, with a thrombus and a atheroma present on the distal portion of the artery. The artery was noted to be in poor condition due to repeated sticks, underlying disease and the atheroma, which all contributed to the vessel dissection. A patch was performed and the patient was discharged in satisfactory condition. As of 03/08/1999 there has been no futher report to the manufacturer of complication or additional patient sequelae.